Event description:
A medtronic rep reported from the site that the system was freezing while loading an exam. System was not responsive to keyboard, mouse of touchscreen. There was no pt present.

Manufacturer narrative:
The system was evaluated at the site. The system froze, was rebooted, and then was found to be fully functional.